Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. We were unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart alarm and motor error alarm due to blank display. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Customer's blood glucose was 250 mg/dl at the time of incident. Troubleshooting found that there was fluid inside of the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.